Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the product was not returned. The reported event could not be verified as the exact details of event were non-verifiable. Based on the evaluation, device malfunction for screw could not be verified. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR reviews could not be performed as the lot numbers associated with the reported device was not available. A year-long complaint history review by item number was performed for similar event and no complaint about nonconforming products was identified. Functional testing to recreated the event could not be performed due to the nature of event. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer dental complaint (B)(4).

Event description:
It is reported that patient was seen for maintenance of prosthesis and doctor noticed screw loosening.